Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3889-28, lot# v001996, implanted: (B)(6) 2006, product type lead.

Event description:
It was reported that about a week prior to the call patient experience no stimulation sensation. It was noted that patient saw that health care provider (hcp) about 2 months ago and hcp restarted her system as patient had stimulation turned off for about 1-1.5 weeks as she wasn't sure if it was helping with her symptom control or not. The patient stated that she wishes that she didn't turn stimulation off. Symptoms reported had sudden onset. The patient indicated there was no known accident or incident related to this complaint. The patient was not being able to adjust stimulation. The patient tried increasing stimulation she only received two beeps. The device was powered off. The patient was able to turn stimulation back on and stated was feeling stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that patient received assistance from their manufacturer representative or the healthcare provider and her concerns were resolved. It was also indicated that the patient did not have concerns with their device or therapy. Patient appointment was scheduled in (B)(6) 2014.